Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 171 mg/dl and current blood glucose was 305 mg/dl. The customer was treated with the insulin pump. The was having a high blood glucose and already tried pushing it out, but there was still bubble. The customer was unsure about the size of the air bubble. The troubleshooting was performed for air bubbles. The customer declined high blood glucose troubleshooting. The reservoir and insulin will not be returned for analysis.